Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture and low sensing thresholds of 0.7 - 0.9 mv. The lead was capped and replaced.